Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that a button was broken. There was no adverse patient impact.